Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. Event problem and evaluation codes, no code available for eye splash with no reported injury.

Event description:
The customer was splashed in the eye when they opened a new architect anti-hcv reagent diluent bottle. The eyes of the affected person were washed with protective solution in the laboratory and then the individual was checked by an emergency doctor. A blood sample was taken to be tested for (B)(6), however the specific tests performed and results were not provided. No other treatment was provided and no additional problems were reported as a result of the incident. Per the product package insert, the diluent is part of the architect anti-hcv reagent kit and assay diluent contains tris buffer with protein stabilizers with antimicrobial agents.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Personal protective equipment is required when handling architect anti-hcv assay diluent per the safety data sheet, and includes eye protection. Instructions include to wear safety glasses or other protective eyewear. If splash potential exists, wear full face shield or goggles. Product review showed that the product does not contain any hazardous ingredients with occupational exposure limits. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.